Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got a x-ray to the mouth at the dentist could "effect" the stimulator. Caller then states patient already had it and now is having trouble with her therapy. Caller confirmed they checked her therapy and it is still on. No further complications were reported or anticipated.